Event description:
Per customer medwatch report - "IV pump beeping occlusion, nurse checked the pt first and found that the IV catheter was 'kinked'. The IV catheter was "unkinked" and the nurse attempted to flush the line, but then the IV infiltrated. After disconnecting the IV tubing from the pump, the nurse discovered a bulge in the tubing that was mounted on the alaris pump near the top plastic flange." Add'l info from the customer: the nurse disconnected the IV set from the needless connector and a small of amount of fluid leaked out of the male luer from the pressure that was built up in the set. The nurse then opened up the door to take the IV set out and the balloon at the upper fitment area was noticed. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.